Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shock therapy due to av-nodal reentrant tachycardia (avnrt). The device were not supposed to treat avnrt. The physician stated that the shock was appropriate and had plan to do an ablation procedure. The patient was stable.